Manufacturer narrative:
Additional information: the stent system was retracted and the deformation was then noted. Product analysis: the device returned for evaluation. Kinks were evident to the hypotube. Severe bunching, stretching and deformation were evident to the stent wraps. The stent had displaced distally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the distal tip. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one onyx trucor coronary drug eluting stent when stent deformation occurred in vivo during positioning/advancement. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. The lesion being treated was a non-tortuous, non-calcified lesion located in the left main (lm) coronary artery. The lesion had 100% chronic total occlusion (cto). The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was indicated that the while passing the lesion the stent suddenly deformed. The procedure was completed with a new onyx trucor stent of the same size and lot. No patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.